Manufacturer narrative:
(B)(4). A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator is cut most likely to facilitate removal. The distal end of the dilator is torn. The entire suture with dart was not returned. Analysis reveals no damage to the capio slim suture capturing device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold lite¿ with capio slim was used during a vaginal vault suspension with uphold procedure performed on (B)(6) 2017. According to the complainant, during the procedure, when the mesh was introduced to the patient, the suture broke and the needle detached. The physician retrieved the detached piece from the patient by grabbing it with her finger. The procedure was completed with another uphold¿ lite. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.